Event description:
It was reported there was a reservoir volume discrepancy. The actual residual volume was 30 ml; the expected residual volume was 3.9 ml. The catheter was kinked. The patient symptoms were ¿arms were flying¿.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).